Manufacturer narrative:
(B)(4). The pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display, problem isolated to the electronic assembly. Unable to verify loading incomplete anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had loading incomplete message. Insulin pump ran self test and displacement test and it was passed and the insulin pump was not showing signs of malfunction. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.